Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a visit was completed to observe the patient¿s cassette mixing technique and pump programming. Upon arrival, the patient was a female already experiencing a fatigued, heavy feeling along with lightheadedness and dizziness. Over the prior week since discharge from the hospital, the patient had been experiencing episodes of fatigue, weakness, and shortness of breath occurring approximately 1¿2 hours before the cassette was due to be changed. The patient reported these symptoms were new. The patient had recently been hospitalized for a line infection and had a new power pack placed in the left chest. During the visit, it was identified that the pump displayed 2.1 ml remaining in the cassette; however, the cassette was found to be empty and was delivering air into the line. Review of the pump programming identified that the pump slowed to a rate of 1 ml/hour when the volume became low. Additionally, within the pump program, the battery charge percentage did not appear to read consistently. The therapy was administered as a continuous infusion. The event occurred during infusion. There was patient involvement.